Event description:
Medtronic received information that during the implant of this 25mm avalus ultra bioprosthetic valve, it was reported that, when implanting the valve, the surgeon noticed there were some ¿gooey¿ strings connecting the leaflets to each other. He was not sure if this is related to how the nurse rinsed the valve and he was not sure what it was. He didn¿t do anything about it, as he figured it would just be ¿washed¿ by the blood stream after the heart restarts beating. He also struggled to get the valve off the handle. The surgeon has taken a video of the issue he had with the handle and the gooey strings. He needs to get approval from the hospital and patient first before releasing the video. It was also noted that the patient has had thrombocytopenia (64 x10^9/l) post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.